Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators successfully performed a rewind, load and prime sequence with no issues. A full cartridge was loaded in to the pump with no errors. No debris observed in the cartridge compartment. Force sensor calibration check showed the force sensor is detecting the correct force. Typical alarms and warnings observed in the alarm history. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Investigators removed the pump cover; force sensor pins are seated and fully intact. No evidence of contamination or damage to the force sensor flex observed. The complaint could not be duplicated during the investigation. Unrelated to the complaint, evaluation revealed that the ok keypad symbol was worn.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that he does not think his pump is working right which is causing high blood glucose (bg) levels for the past month. He stated his bg is high as 19mmol/l. The patient presented with idea that he thought pump was not working right because of the vent to battery cap. He stated that if vent is clogged that could cause pump to not have enough pressure to effectively push insulin out. Despite finding no damage to battery cap or battery compartment he changed battery cap 10 days ago thinking that would correct bg problem. Troubleshooting with customer support (cs) found priming during load step. The patient stated that he fills 200 units, not manually priming prior to loading into pump. The patient stated he has noticed at different times a little insulin drip out end of tubing during load step or prime step seems to be very quick. He can not specify when it began. Cs reviewed pump completely and all history information is accurate and accounted for, no periods of unknown cessation of insulin delivery found. No relevant alarms found in history (only low cart warnings). The patient was concerned that sensor issue causing load step malfunction could have caused pump to not properly deliver insulin. The patient stated his current bg is 11.8mmol, no s/s of high bg at this time. This report is being made due to alleged hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.